Event description:
It was reported that the atrial lead exhibited loss of capture and had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. .device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 20.4 - 20.7 cm from the connector pin. The abrasion is consistent with that of exposure to friction with another implantable device.